Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation it is likely the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the ultrasound gastrovideoscope exhibited peeled adhesive of the objective lens and acoustic lens was peeled exposing the adhesive layer. There was no patient involvement.